Event description:
On (B)(6) 2009 the facility's technician reported to baxter global technical services that on (B)(6) 2009 one colleague cx volumetric infusion pump, in which the alarm is not sounding. The reported event occurred during biomed testing. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. Additional information received on 09/01/09: facilities technician stated that, it was the audio on the keypad I believe that was not working. This device utilizes user interface module master software version (B)(4).

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct of a patient (patient age, sex, and weight are unknown). After the stent was placed the guide catheter separated from the delivery system and was left in the patient. The physician used biopsy forceps to try and remove the just the guide catheter but both the guide catheter and the stent came out. The physician selected a 10fr stent, which he attempted to deploy, but realized he has selected the wrong size. The procedure was completed with another 7fr rapid exchange biliary stent system. The patient developed mild post procedure pancreatitis, which resolved quickly and the patient was released from the hospital two days later. The physician stated that the pancreatitis was not stent related.

Manufacturer narrative:
There is an ongoing CAPA investigation, mdq-CAPA-(B) (4) associated with this report.(B) (4)

Manufacturer narrative:
Evaluation summary:the condition of failure to alarm was confirmed. The reported condition was caused by crushed wires on the speaker harness assembly. The speaker harness assembly was replaced to correct the reported condition. (B)(4).